Event description:
Patient was scheduled for a holmium laser enucleation of the prostate in the operating room. Prior to patient leaving staging unit the laser was tested in the operating room per laser safety protocols. Laser had an error code indicating it would not preform at the optimal settings. Clinical engineering was contacted and we were unable resolve error code. Necessary to reschedule the surgery at another date.